Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the distal end. Dried tissues and charred stains were found and are consistent with use. The teflon pad was severely worn at the distal portion, slightly lifted, and had a partial split on the side. It was noted that the worn pad had jagged edges which were suspected to have tiny fragments missing. Also, the probe and jaw both had charred stains due to thermal damage and touching when closed due to a worn teflon pad. However, the jaw gold insulation was intact and other functionality was normal. The device passed the probe check. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive conclusion could not be established. However, it is likely the reported event was caused user handling. Since the seal and cut output was performed with the grip portion closed (including after the tissue was cut) without gripping the tissue, the tushoe pad was severely worn and a part of the tissue was torn. Knowing that, it is likely the distal end of the tissue pad was worn away by the user performing output while grasping nothing or the probe and non-insulated area of the grasping section came into contact with one another. The IFU contains the following statements which can prevent the event: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer sent in their thunderbeat device due to probe damage being noted as an out of box issue. Upon return and evaluation of the device, equipment misuse was confirmed. Activation of the device while the grasping section was closed without contacting tissue was noted. This report is being submitted to capture the activation misuse. There was no patient harm or consequence reported as a result of this event.